Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, broken battery tube threads and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that there were cracks on the battery compartment. Customer's blood glucose was 120 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.